Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had three bleeding arteriovenous malformation (avms). The patient was treated with suspension of research drug, suspension of anticoagulation/platelet medications, and transfusion of 3 units packed red blood cells (prbc). The three avms were treated with argon plasma coagulation (apc). The event began on (B)(6) 2018 and resolved on (B)(6) 2018.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on lvas support. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.